Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimu lator (ins) for non-malignant pain. It was reported that the patient had a hard fall yesterday, which was unrelated to their spinal cord stimulator, but the patient asked if their ins battery could be leaking inside of them because they were experiencing symptoms of diarrhea and an upset stomach since the fall. It was reviewed that the manufacturer¿s devices had been tested for impact and that it would not be expected for a fall to compromise the ins seal. It was indicated that this was a sudden change in therapy/symptoms. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.